Event description:
During a cryo atrial fibrillation procedure, an effusion occurred in the ivc which required a vascular balloon. There were difficulties while trying to gain access into the right atrium at the beginning of the procedure. Eventually all accesses were made in the proper locations. After freezing the left veins and moving to the right side, the patient's pressure was dropping and heart rate was increasing. Nothing observed with the ice nor the tee. After checking for effusion, the physician injected contrast low in the ivc looking for a perforation and found a small one below the heart just below the diaphragm on the lateral side of the ivc. Likely the perforation was due to one of the catheters during access. A vascular balloon was inflated in ivc with stent placed to seal the perforation. The case was abandoned before any rf was done. The patient was stabilized, and no further complications occurred. There were no alleged performance issues with any abbott devices. There were no catheters in ivc. It is alleged that the guidewire punctured the ivc at beginning of procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).